Event description:
It was reported the dr was performing a lap colon, was in the middle of the resection and the front right max button on the device became inactive. The dr swapped the device with another same device and completed the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.